Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioflex meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged issue began at 9.50 p.m. On (B)(6) 2016, the patient claimed obtaining a blood glucose reading of ¿183 mg/dl¿ which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin (humalog and huminsulin, unknown doses) and claimed that in response to obtaining the alleged inaccurately high reading, he injected 2 units of insulin (humalog). The patient reported that at 1.12 a.m., on (B)(6) 2016, he woke with symptoms of feeling ¿dizzy, sweaty and confused.¿ the patient reported that approximately 5 minutes later at 1.17 a.m., he self-treated with a glass of apple juice, tested his blood glucose on the subject device and obtained a reading of ¿46 mg/dl.¿ he advised that the symptoms abated 5 minutes after obtaining the blood glucose result. The patient also advised the csr that he felt the onset of symptoms was caused by the meter reading inaccurately high. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that at the time of testing, ¿control test¿ had not been manually selected. As the patient no longer had the subject test strips, the csr was unable to confirm if the test strip vial was intact and it is not known whether the test strips had been stored properly; had expired or been open beyond their discard date. The subject meter was requested back for investigation and a replacement was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of acute hypoglycemia after obtaining the alleged inaccurately high blood glucose reading on the subject meter.